Event description:
It was reported that during a laparoscopic cholecystectomy, the clips came out in a "s" shape. Another device was used to complete the case without incident. There was no consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.